Manufacturer narrative:
(B)(4).

Event description:
It was reported that the whole system including the implantable cardiac defibrillator, the right atrial lead, and the right ventricular lead, was explanted due to sepsis. Possible vegetation on the leads was noted and was confirmed through echocardiography. The patient was asymptomatic. The system was explanted and replaced. The patient was stable before, during, and after the procedure.